Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of four years, five months due to severe tricuspid stenosis, severe regurgitation, and thickened leaflets. The ttvr was performed with a 29mm 9600tfx valve. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b6, h6 (device code, type of investigation).

Manufacturer narrative:
Of note, this pericardial mitral valve was initially used off-label as it was implanted in the tricuspid position. Per the instructions for use (IFU), the perimount theon mitral pericardial bioprosthesis model 6900ptfx is designed for the mitral position. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of four years, five months due to stenosis. The ttvr was performed with a 29mm 9600tfx valve.